Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loss of prime issue that occurred three or more times. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the pump¿s black box revealed multiple loss of prime warnings observed with low non zero force. The loss of prime was duplicated during investigation. The force calibration failed. The pump was opened and the force sensor pin was found to be cracked. (B)(4).